Manufacturer narrative:
The pump was returned to animas for evaluation. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no issues.

Event description:
The patient reported being hospitalized (B)(6)2010 with dka and elevated blood glucose levels (greater than 500 mg/dl).